Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated.   Device lot number: corrected from 20657208 to 21216088. Device expiration date: corrected from 05/16/2020 to 10/03/2020. Device manufactured date: corrected from 05/19/2017 to 10/04/2017. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. Microscopic inspection revealed a pinhole in the balloon material, located over the distal edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient's body. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient's body. No patient complications nor injuries were reported.